Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. Blood was observed on the sleevehead of the lead. The analyst noted that the dried body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. No anomalies were found on the lead body and the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician attempted to attach the lead to the atrial appendage three times. Each time, the lead dislodged. The physician felt as though there might be an issue with the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.